Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. An untreated episode was also recorded by the device. Technical services (ts) was consulted and noted from their evaluation of these reported episodes, a signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact, impairment of the electrode, or other contact disturbances in the device header. In-clinic troubleshooting and programming recommendations were advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. An untreated episode was also recorded by the device. Technical services (ts) was consulted and noted from their evaluation of these reported episodes, a signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact, impairment of the electrode, or other contact disturbances in the device header. In-clinic troubleshooting and programming recommendations were advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.